Event description:
It was reported by the affiliate that when the device, with reload was used during a video assisted thoracic surgery procedure, the cartridge fell out. The surgeon was able to locate the cartridge, retrieve it and remove it through the wound. This added approximately 10-15 minutes to the procedure. There was no known consequence to the patient.